Event description:
The user states a full term baby was having hypoglycemic episodes and the user tested the baby's glucose with a (B) (4) meter with results of 1.7, 1.8, 2.1 and 2.8 mmol per l. The user wanted to double-check the results on the blood gas analyzer and drew samples in capillary tubes from the same puncture site and received glucose results of 2.9, 3.8, 4.7 and 5.2 mmol per l. The baby was drawn through a fresh site and tested on a modular analyzer with glucose results of 1.3, 2.5, 2.9 and 2.9 mmol per l. The user stated the blood gas analyzer "always reads high" and noted they have observed discrepancies across several pts. No information regarding these pts was provided. No information was provided to determine which glucose results were reported or if the pt was treated or adversely affected due to the result. The field service representative found the mss output connector had build up material in the tube leading to the mc cartridge. He noted the qc results prior to and post the connector replacement were very similar.

Manufacturer narrative:
The investigation is ongoing. If additional info is received, appropriate notification will be provided.